Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was one (1) 0.025in guidewire, the supplied 40cc driveline tubing, a teflon sheath w/dilator assembly and a super arrow-flex (saf) sheath. Upon return, the peel away sheath was noted connected to the hemostasis cuff. The one-way valve was tethered and connected to the short driveline tubing. A non-teleflex protective tubing was noted on the iabc bladder. The bladder was removed from the protective tubing without any difficulty. Upon removal, the bladder was fully un-wrapped with no damage or abnormalities were noted. Multiple kinks to the iabc central lumen were noted at approximately 18.4cm, 28cm, 29.4cm, 62.7cm and 74.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip the guidewire met resistance and could not advance at approximately 18.3cm from the iabc distal tip, which is the location of the previously noted kink. No blood or de-bris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at ap-proximately 10.6cm, 21cm and 56.5cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire met resistance and could not advance at approximately 65.5cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab tight over guidewire is confirmed. Multiple kinks to the central lumen were noted during the visual inspection of the returned iab catheter, and resistance was noted at the locations of the kinks upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinks is undetermined, but a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " complaint blocked arterial line, which did not allow iab catheter to wire over guidewire while inserting the catheter." Additional information states that to continue the procedure/therapy another catheter was used. The second catheter was inserted into the same original insertion site. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " complaint blocked arterial line, which did not allow iab catheter to wire over guidewire while inserting the catheter." Additional information states that to continue the procedure/therapy anothe catheter was used. The second catheter was inserted into the same origional insertion site. No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "blocked arterial line, which did not allow iab catheter to wire over guidewire" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " complaint blocked arterial line, which did not allow iab catheter to wire over guidewire while inserting the catheter." Additional information states that to continue the procedure/therapy anothe catheter was used. The second catheter was inserted into the same origional insertion site. No patient injury or consequence reported.